Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; short and angulated neck), lack of information (cause is unknown); evaluation, conclusion: inherent risk of a procedure (endoleak) 50 device failure related to patient condition (anatomy related; short and angulated neck), lack of information (cause is unknown).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported; however, it was noted that the patient presented a 5.5cm infra renal aaa and the aortic neck was short 10mm and angulated. It was also noted as conical. It was reported that during the index procedure, a proximal type ia endoleak was identified. The physician used a stapler to resolve the endoleak; however, the endoleak improved but was not resolved. No other intervention has been planned. No additional clinical sequelae were reported and the patient will be monitored by the physician.